Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue on the product. Visual inspection found the haptic torn and foreign residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date received by MFR: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 13.2mm vicm5_13.2 implantable collamer lens, -13.50 diopter, but the lens tore during delivery into the patient's right eye (od). There was no patient contact or injury. Another same model/length lens was implanted on (B)(6) 2020 and the problem was resolved. The cause of the event was due to user error.